Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient presented to the emergency room, and the lead was reprogrammed 7.5v@2.0ms to regain capture. Subsequently, the rv lead was explanted and replaced. It was noted tissue in the helix. No additional adverse patient effects were reported. The lead has been received for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of failure to capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture and high thresholds.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of failure to capture.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The patient presented to the emergency room, and the lead was reprogrammed 7.5v@2.0ms to regain capture. Subsequently, the rv lead was explanted and replaced. It was noted tissue in the helix. No additional adverse patient effects were reported. The lead has been received for analysis.